Manufacturer narrative:
This report is submitted on march 4, 2024.

Event description:
Per the clinic, the patient experienced a performance decrement leading to device non-use. Subsequently, the patient was placed under general anesthesia on (B)(6) 2024, in order to perform integrity test. The implanted device remains.